Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appopriate. Investigation summary: background: anterior cruciate ligament surgery begins, the doctor proceeds to remove the soft tissue graft and for this, he uses the closed harvester tenotome, the doctor says that this device is blunt, it does not cut. This instrumental piece should be reviewed. Surgery without novelty, without adverse event in the patient. Investigation summary: the tendonharv target harvester *ea (part #: 232004, lot #: unk) was received and evaluated at us cq. Upon visual inspection, the edge of the cutting tip was slightly chipped and there were several scratches on the rest of the device. The damaged cutting tip could have contributed to the reported condition. Hence, the complaint can be confirmed. No definitive root cause can be determined based on the provided information. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2021, it was observed that the tendonharv target harvester device was blunt and did not cut as the surgeon tried to remove the soft tissue graft. There was no surgical delay nor adverse patient consequences reported. No additional information was provided.